Event description:
The user facility reported a 50-year-old male in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During insertion of the 5.5 in 2022 , the team found the 23fr sheath had a crack. The team observed prior to insertion and this prompted the team to instead place a new sheath. The team, a year later in 6/2023, found that there was a publication alleging valve damage attributed to use of impella. The publication notes that moderate aortic regurgitation was seen on transesophageal echocardiography and the team made the choice to replace the valve on the same surgical date as the lvad placement.

Manufacturer narrative:
The investigation into the reported heart valve damage has been completed. The medical center did not return any impella products for benchtop analysis. The root cause for heart valve damage remains undetermined since neither the product nor sufficient clinical information were provided. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿